Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer initially called to report an alarm during the manual prime. The customer then stated he was hospitalized a month ago for high blood glucose. No blood glucose readings were reported. The customer stated he did not treat his high blood glucose with a manual injection. Unable to troubleshoot further due to the alarm.